Manufacturer narrative:
The catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
A patient was admitted for ivtm therapy after cardiac arrest. The quattro catheter (lot # 140485) was smoothly inserted into the patient's vein with no unusual resistance noted. An arterial catheter was also placed for medical reasons. During aspiration, after the catheter was fully inserted, it was noted that the catheter was leaking at the medial lumen. The thermogard console was not yet connected, and therapy had not yet started when the issue was observed. The catheter was removed with no issues or resistance noted; however, the medial lumen was observed severely kinked. The catheter was replaced, and patient treatment was completed successfully. No consequences or impact to the patient.